Event description:
Health care professional indicated that the cassette "or something" did not provide sufficient suction. Surgery was delayed "a few minutes" ; another pack was used to complete surgery. There was no effect on the pt.